Manufacturer narrative:
This supplemental report is being submitted to provide additional information. After replacement all channels of the subject device by olympus france. (Ofr), the subject device was sent to a third party laboratory again for additional microbiological testing. As a result of the additional test, no microbe was detected from the sample collected from all channels of the subject device. The testing result was target level in the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope series 4, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, following microbes were detected from the sample collected from the subject device. [First time: (B)(6) 2019], all channels: acinetobacter (3cfu/endoscope), the distal end: pseudomonas aeruginosa (4cfu/endoscope). [Second time: (B)(6) 2019], the instrument channel: sphingomonas paucimobilis (1cfu/endoscope) and unspecified microbes (10cfu/endoscope), the suction channel: micrococcus (2cfu/endoscope). The testing result was alert level in the french guideline. After the microbiological testing, ofr evaluated the subject device and confirmed that there were wear and tear in the channels and the connecting tube. In addition, ofr reviewed the service history of the subject device and confirmed that the channels have not been replaced since the user facility purchased the device in september 2014. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the air/water channel of the subject device tested positive for unspecified microbes (6cfu / 100ml) and the distal end of the subject device tested positive for unspecified microbes (15cfu / 100ml). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope, using peracetic acid. There was no report of infection associated with this report.